Manufacturer narrative:
(B)(6). Dr. (B)(6) is the physician who reported that the patient had not followed up with any complications or complaints.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). According to one of the patient's physicians, the patient had not followed up with any complicatons or complaints. All other information, including the patient's current condition, is unknown and unavailable.